Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the lesion was in the ostio proximal left anterior descending artery (lad) and was accessed with a guide wire and predilated with a 2.0 x 12 mm voyager balloon catheter. A 3.0 x 18 mm xience v sds was advanced over the guide wire and the stent was deployed at 12 atm. Post deployment, two dissections were observed at both proximal and distal ends of the stent. A 3.5 x 12 mm xience stent was used to cover the proximal dissection and a 2.5 x 12 mm xience v stent was used to cover the distal dissection. Additionally, the mid right coronary artery was diseased and was successfully treated with another stent and balloon catheter. No additional event or pt info is available.